Manufacturer narrative:
The event unit has returned to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: ni. Event description: a part of the double-duckbill was damaged. The doctor noticed it when he felt a snag when putting gauze in and out. The fragment was removed from the body. No patient injury or illness associated with this event. Replaced to a hospital inventory new cfr73 and the procedure was completed. The investigation report has been requested by the hospital. Intervention: replaced to a hospital inventory new cfr73 and the procedure was completed. Patient status: no patient injury or illness associated with this event.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a black fragment and clear component. Visual inspection confirmed the complainant¿s experience of septum fragmentation and shield dislodgment. The black fragment matched the missing portion of the septum, an internal rubber component of the seal. The clear component was identified to be the shied, an internal plastic component of the seal. Based on the condition of the returned unit and description of the event, it is likely the septum fragmentation and shield dislodgement was caused by an asymmetrical instrument that was inserted through the trocar in a non-axial manner. Applied medical¿s instructions for use (IFU) states that, ¿extra care should be used when inserting angular and asymmetrical instruments, such as ¿j¿ hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing.¿ applied medical has performed a historical trend analysis and review of production records, and no relevant documentations were identified.

Event description:
Procedure performed: ni. Event description: a part of the double-duckbill was damaged. The doctor noticed it when he felt a snag when putting gauze in and out. The fragment was removed from the body. No patient injury or illness associated with this event. Replaced to a hospital inventory new cfr73 and the procedure was completed. The investigation report has been requested by the hospital. Intervention: replaced to a hospital inventory new cfr73 and the procedure was completed. Patient status: no patient injury or illness associated with this event.